Manufacturer narrative:
Although the device was not returned, we received a picture showing a gouge in the outer insulation. The instrument worked well during most of the procedure, but arced towards the end of the procedure. This supports the possibility that the insulation was breached by contact with a sharp instrument during the procedure.

Event description:
Allegedly, during an endoscopic resection of skull base tumor with endonasal approach, the surgeon noticed an electric arc around the shaft of the instrument. He examined patient and noticed a burn; they applied bacitracin to the burn. The hospital states the patient is in good condition and has been discharged. The procedure was completed.

Manufacturer narrative:
The instrument was returned and evaluated; we found a deep gouge in the insulation on the shaft that showed metal; there was another breach in insulation a few inches away from that one. They stated it was working well in the beginning, so it is possible the insulation was cut and gouged during the procedure by a sharp instrument. Damage due to mishandling.

Event description:
This is a supplemental. The burn was located in the inside nostril of patient. Also, the instrument has been returned.